Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient noticed they were having to charge their ins three times longer than they used to charge. There had been no programming changes but the patient fell around the time this issue first occurred. The patient wanted to have a representative check their stimulator. No symptoms or further complications reported.